Event description:
The connection between the toothbrush head and the toothbrush has become looser - oral-b [device connection issue] head slid off the toothbrush in mouth - oral-b [device breakage] case narrative: female consumer via e-mail reported that the connection between the oral-b toothbrush head and the oral-b toothbrush handle, type 3765 became looser and while brushing, the oral-b toothbrush head slid off of the oral-b toothbrush handle into her mouth. No injury was reported. 04-may-2024 case update: the suspect product lot number was bc705210010. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
08-jul-2024 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
The connection between the toothbrush head and the toothbrush has become looser - oral-b [device connection issue]. Head slid off the toothbrush in mouth - oral-b [device breakage]. Product counterfeit - oral-b [product counterfeit]. Case narrative: female consumer via e-mail reported that the connection between the oral-b toothbrush head and the oral-b toothbrush handle, type 3765 became looser and while brushing, the oral-b toothbrush head slid off of the oral-b toothbrush handle into her mouth. No injury was reported. 04-may-2024 case update: the suspect product lot number was bc705210010. No injury was reported. 17-may-2024 case update: the concomitant product was oral b pwr oral care rfls trizone eb30. No injury was reported. 08-jul-2024 product investigation results: the suspect product was oral-b power oral care refills trizone eb30. The concomitant product was oral-b rechargeable toothbrush handle 3765 smart 6000n model d700.534.5xp. The suspect product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.